Event description:
During an unspecified procedure, the clips did not advance or form properly. The surgeon applied another device without patient injury.

Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA. Our eval found the clips did not advance into the jaws properly due to an excessive amount of glue on the housing.